Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, the device logs were downloaded and errors were found. Corrosion on metallic surfaces and on power connector was detected during the testing of the device. Dust/dirt contamination was also found in the device. No other device problems were found. The device was scrapped.